Manufacturer narrative:
(B)(4). The customer downloaded the device electronic records. Physio-control reviewed the device's electronic records and verified the reported issue. Physio-control performed a clinical review of the reported patient event and the electronic records from the customer¿s device, and concluded that there is insufficient data to determine if device usage may have contributed to the patient outcome. The following was observed: ¿analysis of the code-stat data indicates the ECG rhythm was initially, asystole, however, for 5 minutes and 36 seconds during patient care the ECG rhythm was unobtainable.¿ the review of electronic records also confirmed what was reported by the customer. The device and the therapy cable were not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The customer responded to the home of a (B)(6) male who was in cardiac arrest. The patient was found to be unresponsive and initial ECG rhythm was asystole. The patient was assessed and CPR started. The monitor was moved and ECG rhythm was lost. The customer advised they replaced the quick combo patches and briefly obtained a rhythm and ECG rhythm was lost. The customer replaced the therapy cable and intermittent rhythm issue was resolved for the remainder of transport. The patient did not survive.

Manufacturer narrative:
Physio-control was made aware by the customer that a known good defibrillation therapy cable assembly functioned properly when used with the customer's device. The customer also advised that the defibrillation therapy cable assembly used during the event was stretched and damaged. The customer provided physio with a photograph of the defibrillation therapy cable assembly. The photograph of the cable showed signs of damage between the connector and the cord, indicating that the cable may not have been functional and the wires inside the cable may have been broken. In addition, the manufacturing date of the cable was december 2014, which is beyond its recommended useful life. The device operating instructions warning states "possible equipment damage and inability to deliver therapy...inspect and test the therapy cable daily according to the operator's checklist in the back of this manual. Physio-control recommends replacement of therapy cables every three years to reduce the possibility of failure during patient use". Based on the photographic evidence and observations by the customer the likely root cause of the reported issue was use error and physical damage to the therapy cable.

Event description:
The customer contacted physio-control to report that their device was intermittently not reading an ECG signal through the paddles lead and displayed dashed lines. Without this functionality the device would not have the ability to function in AED mode, and the need for defibrillation therapy may not be determined. The customer responded to the home of a (B)(6) month old male who was in cardiac arrest. The patient was found to be unresponsive and initial ECG rhythm was asystole. The patient was assessed and CPR started. The monitor was moved and ECG rhythm was lost. The customer advised they replaced the quick combo patches and briefly obtained a rhythm and ECG rhythm was lost. The customer replaced the therapy cable and intermittent rhythm issue was resolved for the remainder of transport. The patient did not survive.